Manufacturer narrative:
Corrected data: b2. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, after the valve was implanted, it dislodged ventricularly. As a result of the dislodgement, a paravalvular leak occurred. It was noted that prior to the valve dislodgement, the implant depth at the non-coronary cusp (ncc) was 4 millimeters (mm), and the implant depth at the left coronary cusp (lcc) was 6 mm. After the dislodgement, the implant depth at the ncc was 15 mm and at the lcc was 18 mm. Subsequently, a second non-medtronic (edwards) transcatheter valve was implanted in valve-in-valve (viv). Per the physician, the patient's anatomy contributed to the event.

Event description:
Additional information was received that severe pvl occurred. A non-medtronic guidewire was used during the procedure. The deployment starting point was in the middle of the pigtail catheter.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.